Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit" error message was confirmed. Product failed functional testing with a short circuit error in port a only. The complaint was confirmed and the root cause has been determined to be a defective electronic component on the main pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the dll controller was getting a "short circuit" message. The device was hot to the touch. Incident occurred while setting-up to a knee arthroscopy. A back-up device was available and no delays occurred.